Event description:
It was reported, that the implantable cardioverter defibrillator (ICD) recorded an alert, due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. The physician was notified. At this time, this device and competitor ra lead remain in-service. And there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).